Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Insulin pump received with corroded battery tube.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer blood glucose reading was 7.6. The insulin pump fell and exposed to moisture. The insulin pump went blank after moisture exposure. Customer was using memorex alkaline. Customer used new battery, but the display did not return. The insulin pump not working. Insulin pump will be returning for analysis.